Event description:
Resident was connected to the ventilator. While being connected to the ventilator report source heard a long beep sound (prolonged). Then the ventilator completely turned off. Immediately after the ventilator turned back on and kept resetting itself. Rt then tried to shut off vent, but it wouldn't, but continued to reset itself without interruptions. On 9 hour external battery for 15-20 minutes at the time of the event. Inop alarm was activated. No patient harm.